Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Evaluation summary: the outer insulation of the lead was extrinsically breached due to pulling/stretching/overstress, the outer insulation had foreign material, and visual summary analysis of the lead indicated damage at implant; full lead returned and analyzed.

Event description:
It was reported that during implant attempt, the physician tried to push the lead to the target vein was unsuccessful. The physician then wanted to flush the lead with saline, and observed that instead of coming out from the lead tip, the saline came out of the lead body near the anchoring sleeve. The physician suspected an insulation break. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.